Event description:
Sales rep discovered when inspecting instruments returned from customer that the locking mechanism in self holding screw driver is broken. Also the tip is broken. No adverse consqueces reported.

Manufacturer narrative:
Additional info has been requested and if received will be provided on a supplemental report.